Manufacturer narrative:
This product is associated with the programmer software longevity estimator update for low voltage devices advisory issued by abbott on 16 jun 2022. Further information was requested but not received.

Event description:
It was reported that the programmer overestimated the longevity of the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.